Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a fall patient started experiencing discomfort at the ipg site. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date is estimated.